Event description:
The customer reported to baxter us that the minidrip sol set 60 dpm 67"nb y 6"from retractable mll s act5432 kinks or collapses right above the injection site if it is used for 48 hours. No patient involvement, medical intervention or injury were reported.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.